Event description:
Anesthesiologist was preparing the spinal epidural kit: loaded air into the syringe then attached the 25ga needle, compressed the syringe plunger and greenish sludge cam out of the spinal needle and sprayed onto the epidural tray. The kit was removed from the field without any incidence. Other trays with the same lot number were also removed from the surgical suite.